Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose exceeding 400 mg/dl for over an hour while using a cd 6 mm 23" infusion set, with no alarms or interruptions to insulin delivery reported and no leaks identified; the user performed a fingerstick check, was advised to perform a set change, and self-administered subcutaneous insulin via a pen, after which they were instructed to remain disconnected from the pump for at least two hours. Symptoms included hyperglycemia without reported loss of consciousness, dizziness, diabetic ketoacidosis, or need for assistance. Outcomes included no medical intervention, no hospitalization, and no alerts for prolonged severe hyperglycemia. Investigation included troubleshooting and user education. Investigation of this case revealed no device alerts and no confirmed device malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.